Event description:
Pt had a primary thr in 02/2002 for djd. #3 accolade stem and 58mm osteolock cup implanted, well positioned with good fit and fill. Pt underwent revision of femoral component for loosening and polyethylene liner change.